Manufacturer narrative:
Date of event and date of explant is estimated. During processing of this complaint, attempts were made to obtain complete event and patient information.

Event description:
It was reported that the patient had their system explanted in 2022 for an unknown reason.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.